Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported an unspecified event. Bd received additional information. It was reported that the user scanned the patient, medication, and pump as usual. The information crossed over to the pump and started. Approximately two-thirds into the infusion, the pump reportedly started beeping as if the infusion was complete. The user checked the pump and found that it was still infusing. However, the screen allegedly showed that the infusion hadn¿t started, and there was a message for the user to hit start. The user then pressed start "to stop the beeping." When the infusion was complete, the user I turned the pump off and manually stopped the infusion. But the user was unable to close the "encounter" (electronic transaction on the electronic medical record [emr]) because the system is telling the user that the infusion needs to be stopped. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that the pump module started beeping as if the infusion was complete; however, was still infusing was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during physical inspection and laboratory testing. ¿ the probable cause was identified as a backlog of apr (automated programming) messages on the cce (care coordination engine) server (pr (B)(4)), which occurred because the systems manager (sm) services were down. This may have caused one of the cce components to enter a "faulty" state and become unresponsive. ¿ after rebooting the sm servers, the queues were cleared, and the backed-up apr messages were sent to the appropriate target devices, which led to confusion among the staff ¿ a review of the pump module s/n (B)(6) logs observed that on (B)(6) 2024 at 09 32 am, pump module s/n (B)(6) (channel b) was programmed to administer guardrails drug ID (B)(4) (noted as ferric carboxymaltos 750 mg 265 ml) at a rate of 530 ml/h with a vtbi of 265 mb, and the infusion was started. ¿ at 09.54 am, the pump module received a remote IV 2 times with the same infusion configuration and the pcu start key was pressed to start the infusion. ¿ at 10.04 am, the pump module was channeled off which also powered off the pcu. ¿ the asm preventive maintenance task and functional testing performed on the suspect pump module. Observed no anomalies that would contribute to the reported complaint. ¿ the alans system user manual- with v9.33 model 8015 contains information regarding programming with interoperability and guardrails suite mx ¿ the implementation of interoperability does not preclude a clinician from manually programming the alans system manual programming is required in the event of a failure in any component of the interface system. ¿ workflow instructs the user to review and verify that all parameters pre-populated on the alans system are correct prior to starting the infusion. ¿ inspection of the suspect pump module did not observe any anomalies that would contribute to the reported event. ¿ no errors or malfunctions were observed on the returned device related to the reported complaint. ¿ device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2) ¿ notes to repair center: ¿ device opened for investigation. Please re-torque all screws repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report that the pump module started beeping as if the infusion was complete, however, was still infusing was not identified during the investigation. An associated complaint (pr (B)(4)) was opened for server issues and the probable cause was identified as a backlog of apr (automated programming) messages on the cce (care coordination engine) server, which occurred because the systems manager (sm) services were down. This may have caused one of the cce components to enter a "faulty" state and become unresponsive. After rebooting the sm servers, the queues were cleared, and the backed-up apr messages were sent to the appropriate target devices, which led to confusion among the staff.

Event description:
It was initially reported an unspecified event. Bd received additional information. It was reported that the user scanned the patient, medication, and pump as usual. The information crossed over to the pump and started. Approximately two-thirds into the infusion, the pump reportedly started beeping as if the infusion was complete. The user checked the pump and found that it was still infusing. However, the screen allegedly showed that the infusion hadn¿t started, and there was a message for the user to hit start. The user then pressed start "to stop the beeping." When the infusion was complete, the user I turned the pump off and manually stopped the infusion. But the user was unable to close the "encounter" (electronic transaction on the electronic medical record [emr]) because the system is telling the user that the infusion needs to be stopped. There was patient involvement but no harm.